Manufacturer narrative:
(B)(4) e1 initial reporter first name - (B)(6).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No injury or medical intervention was reported.